Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager failure. The customer stated that the issue persisted even after trying to reboot. The customer reported that there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of communication bus cable. A field service engineer reseated the cable connection into the remote manager and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.